Event description:
While performing the ventral incisional hernia repair with mesh, the covidien stapler failed to release the load when closing on a portion of small bowel. Manufacturer response for reload endo gia intnl tan 60, reload endo gia intnl tan 60 (per site reporter). Would like to pick the device up from the hospital.